Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between april 4-7, 2025. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a surface scratch located on the outer surface of the tubing. A leak test was performed, and no evidence of a leak was observed at the surface scratch area on the tubing. Therefore, the surface scratch was cosmetic and did not affect function of the product. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor had a rough spot; the surface of the tubing appeared "shaved". The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.